Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable investigation finding of a balloon burst. Block h10: investigation results the returned cre wireguided dilatation balloon was analyzed and a visual and microscopic examination found the balloon had a rupture in the middle section of the body. Functional evaluation was performed by attaching the device to an alliance inflation system, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a rupture in the middle section of the balloon. No damages were found on the catheter of the device. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of the balloon leak was confirmed. The rupture found could have been interpreted by the customer as the reported event of a balloon leak. The balloon was found to be ruptured, likely due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical affairs. However, it is possible that interaction with any surface during the procedure could have created friction, causing the balloon to rupture and this damage could have caused the leak. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and stone removal procedure performed on (B)(6) 2023. During the procedure, the balloon started to be inflated; however, it was noticed that it was leaking liquid and could not normally inflate. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of a balloon burst. Please see block h10 for full investigation details.